Event description:
Customer reported hospitalization due to high blood glucose readings of 500 mg/dl. Customer reported symptoms of feeling tired, sleepy and having dehydration. Customer was treated with IV and insulin shots at the hospital. Cannula was noted to be occluded. Customer's blood glucose reading at the time of the call was 300 mg/dl and has treated with an insulin pen. No further information reported.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had a small crack in the battery tube threads and cracked reservoir tube lip.